Manufacturer narrative:
The complaint notification associated with this device described that one bolt of the joint disengaged. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on december 21st, 2016. After evaluation, we can confirm that two bolts in the back of the knee joint disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one bolt came out of the knee joint. No fall or injury occurred due to this failure.